Event description:
Facility reporting header cap blood leak with first use. This is the first incident of two reported from this facility with this lot number. There was no defect seen. Estimated blood loss from the leak was reported as 50-75 ml without adverse effects to the pt. Further pt info has been requested for evaluation of this complaint. 1/27/99 info from health care professional reporting total estimated blood loss as 350 cc, as extracorporeal circuit was discarded, in addition to the amount of blood lost from the actual leak. Hematocrit remained stable. No medical intervention was required. MDR filed due to the reported blood loss.